Manufacturer narrative:
Additional information: the device was received for evaluation. A visual inspection with naked eye noted a patient line connector, with no evidence of heat seal bead, to be separated from the tubing. The reported condition was verified. The cause of the condition was manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer connector of a homechoice cassette had separated from the patient line tubing. The separation issue occurred during patient peritoneal dialysis therapy and resulted in a fluid leak. There was no patient injury or medical intervention associated with this event. No additional information is available.